Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When investigation has been completed or additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the device was being sent in for service. During service, it was observed that the device has a missing hose. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.